Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the old device (2 devices) were put in at least 10 years ago and it stopped working. The physician put a new one in the left side (right side remained inside even though it is not connected). The left side works well at the time. The right side remains implanted but does not work and would like to get it removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they thinks the right side wasn't working and hcp didn't remove it because he didn't think she needs it, and replaced the left, implant in 2018. Caller thinks the battery depleted when she said the right side wasn't working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called in and reported that they need an MRI of the brain due to headaches and repeated that they still have one battery that is eos implanted. They are unable to communicate with the eos ins. Explained challenges in proving that the device is off if it cannot be communicated with. Redirected to hcp. Agent asked the patient if they were replaced/eos due to normal battery depletion. The caller reported that they started to no longer control the urine and the hcp told them it was about time to replace them. The caller could not confirm they were eos at the time the symptoms returned. They caller reported that they were told they should last 10 years. Dr. (B)(6) did the surgery, but dr. (B)(6) is the managing hcp. Additional information was received on 2023-dec-15, they reported that they were needing to have an MRI of their head because they were having some bad headaches however the "x-ray department" didn't want to do the MRI until they know if the patient has any part of their previous systems from (B)(6) 2010 remaining in their body. The patient stated the hcp who implanted those devices and implanted their current system was dr. (B)(6), however, they were no longer practicing and patient cannot find any record of what is remaining in the patient from the previous systems. The patient stated they thought they 'disconnected' and removed the left side to implant the patient's current system and "disconnected" the right side but dr. (B)(6)did not remove the right side. The patient stated the patient asked them why they wouldn't remove the right side and the hcp said that they didn't need to and "just left it." The patient stated they can feel two lumps on the right side and that they think it is their previous implanted system. The patient stated it was no longer working. Patient services tried to confirm if by "not working" the patient meant it was at end of life however the patient was unable to clarify. Patient services reviewed that an hcp can do x-rays to check to see what part of their previous systems remained and they could work with their doctor on the issue. MRI eligibility form was also discussed with the patient. The patient stated they had a previous 3037 programmer that they used for both systems and then tried to connect to the "right side" on the call and received a "poor communication" message when they hit 'sync'. Patient services reviewed with the patient to not try to connect to the right side with their current programmer as it was only intended for their left side active system. The patient is going to follow up with an hcp to determine the status of their previous systems so they can get their needed MRI scan.

Event description:
Additional information was received from the patient. Patient called back regarding patient letter dated (B)(6) 2023. Patient reported in response to the question for clarification on the implanted device "not working "that there was a device issue. It just did not work like the other one. Something was off with it. Patient stated in the beginning they both worked and then the one on the right side quit pulsating. Patient stated that "no" it was not caused by normal battery depletion and the cause of the device not working was not determined. Patient stated as of now the device remained implanted and they couldn't have an MRI. Patient did not know the cause of the poor communication. Patient stated they didn't know what to do and that they did not have a managing health care provider (hcp) who worked with the therapy. Patient stated they didn't think the urologist they saw knew about the therapy. Patient services emailed the patient physician listings at the patient's request. Patient services redirected the patient to follow up with an hc p to assess the situation and discuss next steps. Patient stated they would follow up with an hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.